Event description:
It is reported that the "plastic syringe leaked" while in use on a patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed on the lor and injection syringes and a potentially relevant finding was identified. A non-conformance was initiated for component l-05000-004a; lot # 13p22d0658 in regard to male luer taper failure. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It is reported that the "plastic syringe leaked" while in use on a patient. The patient's condition is reported as fine.